Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing leaked at connection site. The customer did not save the tubing because it was chemo and the ids pharmacy did not save the packaging. This one leaked at the very end where you screw it on to the IV. The was no patient harm. This is file 2 of 5.